Manufacturer narrative:
The tech found a worn brake detent mechanism. The tech replaced the brake detent mechanism assembly to resolve the issue.

Event description:
The tech alleged the brake casters are not holding. No pt impact.